Manufacturer narrative:
06-oct-2017 product investigation results: the reporter returned toothbrush head on 31-aug-2017. Investigation results showed that the reason for loosened part of refill is wear of plastics material, especially at the latching hook of the brush plate, due to the usage of abrasive toothpaste in combination with insufficient cleaning. Based on investigation no manufacturing or design issue.

Event description:
Cut back of mouth [mouth injury]. Gagged [retching]. Piece of the head came off in mouth, bottom section with bristles, cut the back of mouth - oral-b dual action refill [injury associated with device]. Piece of the head came off in mouth, bottom section with bristles - oral-b dual action refill [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that while brushing last week with an oral-b rechargeable toothbrush, version unknown, a piece of the brush head from an oral-b power oral care refill dual action brush set 3ct came off in her mouth. She reported it was the bottom section with bristles that came off, and it gagged her and cut the back of her mouth. She stated she was able to spit it right out. She gargled with salt water, and the cut had improved. The gagging recovered. She did not seek medical attention. The product had been used once a day for less than 3 weeks. Product use was discontinued about 4 days ago. The consumer reported she had used this particular version of product previously, and she replaced the brush heads frequently. The case outcome was improved. Reported history: no allergies. No further information was provided.

Manufacturer narrative:
Return of product has been requested. The reporter returned the product on (B)(6) 2017. Product investigation is in progress.

Event description:
Cut back of mouth [mouth injury], gagged [retching], piece of the head came off in mouth, bottom section with bristles, cut the back of mouth - oral-b dual action refill [injury associated with device], piece of the head came off in mouth, bottom section with bristles - oral-b dual action refill [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that while brushing last week with an oral-b rechargeable toothbrush, version unknown, a piece of the brush head from an oral-b power oral care refill dual action brush set 3ct came off in her mouth. She reported it was the bottom section with bristles that came off and it gagged her and cut the back of her mouth. She stated she was able to spit it right out. She gargled with salt water, and the cut had improved. The gagging recovered. She did not seek medical attention. The product had been used once a day for less than 3 weeks. Product use was discontinued about 4 days ago. The consumer reported she had used this particular version of product previously, and she replaced the brush heads frequently. The case outcome was improved. Reported history: no allergies. No further information was provided.